Manufacturer narrative:
Product analysis #248233932: (B)(6) 2019 balots2: please refer to the attached service report 400844468. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). Product ID: 8220325. Analysis of the mainframe found that the customer's issue could not be duplicated due to a frozen touchscreen and inability of the device to boot up. The defective cpu board and dsp board with cf card were replaced. The device was repaired, tested and passed according to manufacturing specifications. Analysis of the patient interface found that the device had a broken cable clip. The clip was replaced. The device was tested and passed according to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had no nerve reaction. There was no patient impact.